Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6)2025, it was reported that the patient experienced a skin reaction with burning sensation, pain and discomfort and an infection at the needle puncture site. The sensor was removed due to burning sensation and pain. Upon removal, patient noticed that the needle puncture site looked infected. The patient went to the emergency room (ER) on the same date at around 11:30pm, no testing or treatment was done. The patient was prescribed an oral cephalexin (unspecified dosage and frequency). The patient stayed at the ER for less than 24 hours. At the time of the report, the patient¿s condition is fine. No other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.